Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on 5aug2019, indicates that the left ventricular lead had high pacing thresholds, and the right ventricular lead had noise.

Manufacturer narrative:
Fractures of the coil was noted at 40.5 cm, 41.0 cm, 46.0 cm and 47.0 cm from the pin consistent with suture sleeve tie down forces. This fracture is consistent with the observation from the field of high capture threshold and ¿sensing issues¿.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11416; 2017865-2019-11415. It was reported that the patient presented in clinic with sensing issues on the right ventricular lead and left ventricular lead. Programming changes were made to the right ventricular lead, and the left ventricular lead was programmed off. The patient became symptomatic without a left ventricular lead. The leads were explanted and replaced. During the procedure, the right atrial lead dislodged and was replaced. The patient was stable.